Event description:
It was reported by service report that the audible bed alarm was not functioning. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the bed exit was still operable but the beeper was not.